Manufacturer narrative:
The returned device was opened and blood was found to have back flowed into the reservoir. Blood visible on the adhesive pad and within the exposed portion of the soft cannula. The ratchet gear was advanced and fluid was not seen exiting the distal tip of the soft cannula. The soft cannula was removed and the hard cannula was heated with a soldering iron in order to free any crystalized insulin/blood. Attempts to heat the hard cannula to allow fluid to pass were unsuccessful. No bends or kinks in the soft cannula were found. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod for 12 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied and a bolus was given.